Event description:
Per (B)(6) invacare continuing care salesman (B)(6) the customer's hi lo motor part number 1158428 is cracked and under warranty bed model ihcs7 serial number (B)(4) / no follow up required.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.